Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. Oh was used as a place holder. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use the safety mechanism is difficult to engage with an unspecified bd eclipse¿ needle. The following information was provided by the initial reporter: we have some staff who are activating the safety on the bd eclipse needle by hitting it on a hard surface causing injury. When we had our training we were told that hitting on a hard surface to activate the safety was not recommended. I looked on the bd website and could not find a specific call out stating not to use a hard surface to activate the needle.